Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause heating and/or burning pain at the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing burning pain and or heating at the pocket site was not duplicated or confirmed. The ipg was photographed with a thermal camera with stimulation turned on and never registered above 33.7 degrees c (ipg was soaked at 37 degrees c prior to testing).

Event description:
A report was received that the patient was experiencing burning pain at the ipg site whether the device was on or off. Explant procedure was done wherein the ipg was replaced with a new one. The patient was doing fine post-operatively.

Event description:
A report was received that the patient was experiencing burning pain at the ipg site whether the device was on or off. Explant procedure was done wherein the ipg was replaced with a new one. The patient was doing fine post-operatively.